Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for red top serum tubes with gel in the bottom with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and red top serum tubes with gel in the bottom was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 100 bd vacutainer® cat plus blood collection tubes experienced a discolored/abnormal form which was noted prior to use. The following information was provided by the initial reporter: red top serum tubes with gel in the bottom this time we have a tray of the 367895 10ml red top tubes with a thick gel in the bottom of them. It looks a lot like a sst type gel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® cat plus blood collection tubes experienced a discolored/abnormal form which was noted prior to use. The following information was provided by the initial reporter: red top serum tubes with gel in the bottom. This time we have a tray of the 367895 10ml red top tubes with a thick gel in the bottom of them. It looks a lot like a sst type gel.